Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was administered general anesthesia (B)(6) 2016 to facilitate removal of the abutment as well as skin excision. The implanted device remains.